Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was implanted in the patient.

Event description:
Coiling treatment of an aneurysm. It was reported that the coil became entangled with the stent and was intentionally detached, but could not push entire coil into aneurysm. Another stent was deployed to push coil mass against vessel wall. Then, vessel loss was noted (cause unknown). Anti-platelet drug therapy was administered. Patient was reported to be fine.